Event description:
A report was received that the patient underwent a pocket revision due to difficulty charging and discomfort. The physician relocated the ipg site and elected to replace the ipg and the leads, no malfunction suspected. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.